Manufacturer narrative:
Vyaire medical file identification: pc-(B)(6) a third party service technician evaluated the ventilator and was able to verify customer's reported problem. The blender was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the revel ventilator experienced an o2 (oxygen) issue. There was no information regarding patient involvement.